Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The associated lot numbers were 21a1203z and 21c1007z. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) in hemodiafiltration (cvvhdf) mode (connected to extracorporeal membrane oxygenation circuit), with a prismaflex control unit and a prismaflex hf20, on a pediatric patient, treatment was voluntarily discontinued for four and a half hours. It was reported that the patient¿s ¿extracorporeal membrane oxygenation decannulated and 8fr temporary dialysis catheter¿ was inserted in the left internal jugular. Crrt was restarted via catheter and seven hours later, clotting occurred thirty minutes later resulting in an unspecified amount of blood loss. Crrt was restarted and clotting occurred eighteen hours into treatment resulting in an unspecified amount of blood loss. Crrt was again restarted on the same day and clotted seven hours later resulting in an unspecified amount of blood loss. Crrt was again restarted and again clotted resulting in an unspecified amount of blood loss. Treatment was restarted an hour and half later and this also resulted in clotting thirteen hours into treatment with an unspecified amount of blood loss. The patient required packed red blood cells transfusion for the event. The outcome was not reported. No additional information is available.